Manufacturer narrative:
Concomitant medical products: product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient who was receiving baclofen 2000mcg/ml; 271mcg/day via an implantable pump. Indication for use was spinal pain. The date of the event was 2016. It was reported the patient had a lack of therapy and despite dosing increases the lack of therapy continued. A catheter access port (cap) dye study was attempted recently but the physician was unable to aspirate from the cap and did not complete the (B)(6) study. A catheter revision was being performed (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.